Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient was burn due to temperature issue with the pump. It was reported that the patient did not require medical attention. Reportedly, there was no damage to the pump and there was no evidence of moisture or corrosion noted. The reported event did not meet the criteria for a serious injury. This complaint is being reported base on an alleged temperature issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.